Event description:
It was reported that the patient received inappropriate therapy due to noise. Intermittent high pacing impedance was observed on the lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned in two sections. The proximal portion of the lead was not returned. External insulation abrasion was noted at 6.5 to 6.8cm from the connector pin, breaching the outer insulation. The outer coil was exposed at this location. The abrasion found is consistent with friction to the ICD can.